Manufacturer narrative:
Though expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.

Event description:
A hydrothermablator control unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, while attempting to switch to the hta unit, it did not power up; no lights or messages etc. After trying a new cable, it still would not work. Completed with another of same device.